Event description:
It was reported that a shaft break occurred. The target lesion was located in the mid circumflex (cx). A 2.50 x 20mm maverick balloon, was advanced to the target lesion, but while inflating the balloon, the device broke in three pieces. It was noted that the break occurred in between the stenosis. The device broke in several pieces during inflation of the device. It was noted that the device broke without any visible reason. The device was removed from the patient. The procedure was completed with another of the same device without any problem for the patient. There were no patient complications reported in relation to this event.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mid circumflex (cx). A 2.50 x 20mm maverick balloon, was advanced to the target lesion, but while inflating the balloon, the device broke in three pieces. It was noted that the break occurred in between the stenosis. The device broke in several pieces during inflation of the device. It was noted that the device broke without any visible reason. The device was removed from the patient. The procedure was completed with another of the same device without any problem for the patient. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a maverick 2 mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the manifold of the device, and a bend in the strain relief. At 62.5cm and 90cm from the strain relief there were two separations of the hypotube. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded, and blood was present in the folds. Product analysis confirmed the reported break as there were two separations to the hypotube of the device and a bend in the strain relief.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mid circumflex (cx). A 2.50 x 20mm maverick balloon, was advanced to the target lesion, but while inflating the balloon, the device broke in three pieces. It was noted that the break occurred in between the stenosis. The device broke in several pieces during inflation of the device. It was noted that the device broke without any visible reason. The device was removed from the patient. The procedure was completed with another of the same device without any problem for the patient. There were no patient complications reported in relation to this event.